Manufacturer narrative:
Other relevant device(s) are: product name: micra. Model #: mc1vr01-delsys / expiration date: 08-apr-2022 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 19-nov-2020. Labeled for single use?: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high thresholds and was suspected to have dislodged post-tether removal. The leadless ipg programming was adjusted and it remains in use. No patient complications have been reported as a result of this event.